Event description:
The pt's home health nurse reported the pt has developed two open areas, half under the tape collar and half outside the tape border. The larger wound (described as a blood blister) is reportedly 2 inches by .25 inches with intact skin at the 3 o'clock position; the smaller (with red, open skin) wound is 1.5 inches by .25 inches in the 8 o'clock position. There is no reported drainage from either wound. No additional info was provided.

Manufacturer narrative:
Analysis is taken from a trending report of evals or adverse events finalized on 05/2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued on 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the info was not provided or is unk. (B)(4). Secondly, the lot was misreported. The actual lot should have been # 1d01044 (not # 1b01044), which is correctly associated with (B)(4).